Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was related to the software.

Event description:
Medtronic received information regarding a navigation system. It was reported that when selecting icons on the admin desktop, the system would open multiple windows. A manufacturer representative also reported that sometimes the system would select options in the windows without user input (i.e. Archive logs without input). It was reported that plugging in the physical keyboard would fix this issue sometimes. There was no patient present when this issue was identified.